Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A technician reported that the laser delivered the treatment in short bursts. When the pt returned for the postoperative exam on (B)(6) 2012, undercorrection was diagnosed. Additional info has been requested.